Event description:
This right atrial (ra) lead was surgically explanted as it exhibited dislodgement. No additional adverse patient effects were reported. This device is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically explanted as it exhibited dislodgement. No additional adverse patient effects were reported.